Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure on (B)(6) 2021. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The physician capped and replaced the ra lead on (B)(6) 2021 the patient was in stable condition.